Event description:
During a product demonstration by an independence technology product consultant (employee), the chair unexpectedly tinted, shifted forward, and moved without user input. The chair ran in to a nearby wheelchair, causing a bystander to fall. Neither the user or the bystander reported any injuries requiring medical attention at the time of the event. Subsequent to the event, the bystander reported a shoulder injury, and that medical attention and physical therapy are required.